Event description:
It was reported that the device broken during the procedure.

Manufacturer narrative:
One 72202599 5.5mm twinfix ultra peek device returned for evaluation. The complaint stated: "it was reported that the device broken during the procedure. No further information was provided." Visual inspection shows that the anchor has been fractured from torque/force. The damage extended to the fork section of the shaft's insertion tip. The symptoms are consistent with loss of axial alignment. No root cause related to the manufacturing of this device was confirmed.